Manufacturer narrative:
If implanted, give date: not applicable no patient involvement reported. If explanted, give date: not applicable no patient involvement reported. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip of a preloaded delivery system (model pcb00) was strangely deformed. No patient injury or involvement was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 7/24/2018. Device evaluation: the product return was received in a plastic bag. The plunger was observed in advanced position and was gently pulled back and found locked. Cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects are observed on the device. Visual inspection with magnification was performed. The lens was observed stuck at the cartridge tip. The cartridge tip is deformed. There is no viscoelastic in the device; directions for use include to completely fill the viewing window with ovd (ophthalmic viscosurgical device). Tip deformed issue was verified. Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported is related to the manufacturing process. No product quality deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.